Event description:
Customer reported the pump shut off and did not give an alert or error message. Customer stated she noticed because she experienced elevated blood glucose levels; was able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. The device was discarded in error by the manufacturer prior to evaluation of the device.